Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that their controller is not charging to 100% and their implantable neurostimulator (ins) is taking too long to charge. The patient stated that starting the day prior to the report they had to charge their implant 4 times in 24 hours, and their controller won¿t charge up. They mentioned that the issue with the controller is that it will charge to 90%, but then will not increment up any more than that. The patient stated that when they try and charge their implant, it shows excellent quality, and the ins will charge to 100%. However, when they charge the ins from 30% to 40%, it still takes 1.5-2 hours to charge to 100%. Patient services had the patient take the controller battery pack out and reinsert it. Patient services reviewed trying to charge the controller to 100%, and then see if the ins charges up faster. The patient was to call back if the issue remained unresolved. The patient called back on (B)(6) 2019 stating it took all night to charge their implant and they needed replacement controller and recharger. No further complications or patient symptoms were reported or anticipated. Additional information was received and it was reported that removing and reinserting the battery pack helped with the implant long charge and the controller not charging. A new controller and paddle were overnighted, which helped, but didn't resolve the issue. The patient had an appointment to see what adjustments they could make with the battery and programs. No further complications were reported or anticipated.